Event description:
Welch allyn customer reported loss of video output on their acuity system . Welch allyn has offered to exchange the cpu. The customer will call back if he wants to have the system exchanged.

Manufacturer narrative:
Our evaluation of this incident is not yet complete. A f/u report will be submitted, when the evaluation is complete. The customer did not provide any patient info.